Manufacturer narrative:
(B)(4). (Method, results, conclusions)-the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The pt was scanned with the sense body coil. A sandbag was used to immobilize the pt's leg. After the examination a 1st degree burn was found on the contact point with the sandbag on the left foot, which developed into a 2nd degree blister of approximately 2 cm within the next days.